Event description:
It was reported during the insertion of the iab resistance was encountered at the junction of the balloon and the catheter. The iab was removed, and another iab was inserted. There were no pt complications.

Manufacturer narrative:
The sample has been returned to arrow. The co's examination and testing of the device detected a leak in the catheter at a point 4.6cm from the proximal end of the bladder. A tear in the catheter was the cause of the leak. It cannot be determined when or how the catheter was damaged.